Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Upon review, the patient's implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy as a result of the oversensing. It was also noted that the patient's atrial lead was exhibiting noise. No intervention was performed and no further information was available.